Event description:
Dialysis graft placed 10/30/96. 11/17 pt presents with pain at graft site. To or, exploration of graft on 11/17 showed considerable deterioration with intimal hyperplasia. Device removed and replaced with another brand.